Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. 626906, 626507) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), tooth disorder ("dental problems"), fatigue ("fatigue") and alopecia ("alopecia") and was found to have uterine leiomyoma ("fibroids") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vulvovaginal pain, dyspareunia, vaginal haemorrhage, menorrhagia, uterine leiomyoma, tooth disorder, fatigue, weight increased and alopecia outcome was unknown. The reporter considered alopecia, dyspareunia, fatigue, menorrhagia, pelvic pain, tooth disorder, uterine leiomyoma, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2020: this case has become incident. Event injury nos was replaced with new events- alopecia, dyspareunia, fatigue, menorrhagia, pelvic pain, tooth disorder, uterine leiomyoma, vaginal haemorrhage, vulvovaginal pain and weight increased and device monitoring procedure not performed.lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 626906, 626507) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), tooth disorder ("dental problems"), fatigue ("fatigue") and alopecia ("alopecia") and was found to have uterine leiomyoma ("fibroids") and weight increased ("weight gain"). On (B)(6) 2008, the patient had essure inserted. The patient was treated with surgery (hysterectomy, laparoscopic assisted vaginal, bilateral salpingectomy removal essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vulvovaginal pain, dyspareunia, vaginal haemorrhage, menorrhagia, uterine leiomyoma, tooth disorder, fatigue, weight increased and alopecia outcome was unknown. The reporter considered alopecia, dyspareunia, fatigue, menorrhagia, pelvic pain, tooth disorder, uterine leiomyoma, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: essure insertion detail: both left and right ostia were seen without difficulty. The essure micro inserts were then placed without difficulty. There were three trailing coils on the right and two trailing coils noted on the left after application. Pictures were taken of the ostia with the coils. The patient was transported to recovery room in satisfactory in stable condition. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on an unknown date: negative. Lot number:626507 manufacture date:2008/01 expiration date:2009/12. Lot number:626906 manufacture date:2008/04 expiration date:2010/03. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 25-feb-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.